Event description:
It was reported that 9 days post a da vinci sigmoid resection procedure for diverticular stricture, the patient experienced an anastomotic leak and developed an abscess. On (B)(4) 2014, intuitive surgical, inc. (Isi) contacted the surgeon who performed the da vinci surgical procedure. According to the surgeon, the specific date of the da vinci procedure is unknown, only that it was performed in (B)(6) 2014. Florescence imaging was utilized during the surgical procedure, the procedure was uncomplicated and no difficulties occurred during the surgical procedure. The leak was repaired using open surgical techniques and the patient required a colostomy. The surgeon indicated that during the surgical procedure he fired 1 green staple reload from the endowrist stapler 45 instrument across the patient's rectum and 1 blue staple reload across the patient's mesorectum from the endowrist stapler 45 instrument for transection. A non-isi stapler instrument was also used for end to end anastomosis. A leak test performed by filling the patient's pelvis with saline was negative for an intra-operative leak. The patient had no prior radiation or chemotherapy treatments. The surgeon was unable to definitively identify the cause of the anastomotic leak experienced by the patient. However, he believes that the leak was related to the endowrist stapler 45 instrument since the patient's tissue was not highly aberrant and the procedure was not difficult. The surgeon indicated that he was told by the surgeon who performed the re-operation that it was unknown were the leak presented; but it looked as though it was a the dog ear of the proximal firing where the circular staple line meets the transverse firing. According to the surgeon, the patient has been discharged from the hospital.

Manufacturer narrative:
The endowrist stapler 45 instrument and staple reloads were not returned for evaluation, therefore, the root cause of the customer reported event cannot be determined. A follow-up MDR will be submitted if the instrument and/or reloads are returned (post engineering evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: the patient experienced post-surgical complications after undergoing a da vinci sigmoid resection procedure, requiring the patient to undergo reoperation and a colostomy. A review of this complaint was performed by an intuitive surgical, inc. Medical advisor and it was concluded, that based on the additional information provided by the surgeon, the post-operative complications experienced by the patient were not likely caused by a malfunction of the da vinci surgical system, instruments and/or accessories, but were likely due to the patient's condition.